Event description:
Subsequent information indicates that the patient underwent a revision procedure where the rv lead and device were explanted. The products have been returned for analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the returned segments of the lead were inspected. The lead was returned severed distal to the yoke. No detailed analysis was performed due to the condition of the lead. The clinical observations were not able to be confirmed.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed noise that was oversensed and lead to pacing inhibition with approximately two seconds of asystole to the patient. The patient was asymptomatic. The patient was seen in clinic for follow up where isometrics and pocket manipulations were performed. Noise was not able to be reproduced. Lead impedances were normal and within range. The local boston scientific field representative indicated that the noise looked like diaphragmatic noise. The sensitivity was adjusted to 1.0 mv. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.